Manufacturer narrative:
Pc (B)(4). Date sent: 9/28/2020. D4: batch # unk . Investigation summary as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what stapler was used with the reported cartridge? Psee60a lote u93m7k were any difficulties experienced in initial procedure to include staple formation? No what color cartridges were used throughout creation of sleeve? Gst60g u40486 x 1 gst60b u40467 x 4 gst60b u4050h x1 was buttressing material used? Only clips during the endoscopy, where along sleeve was leak identified? In the most cephalad portion, at the fundus, was a leak test performed intraoperatively? If so, what were the results? Not during the first surgery. How was the leak addressed in reoperation? After the first surgery an endoscopy was perfomed. During this procedure the surgeon put an endoscopic prothesis and left a percutaneous drainage. Was the stent/prothesis placed during the endoscopy? Yes was an additional surgical procedure done after the endoscopy? No. A drainage was installed at the same time. How did the patient present/symptoms that led to endoscopy? At 10 days after surgery the patient assisted to the outpatient consult for a check up presenting with fever and tachycardia. Surgeon send he patient to the emergency department for a CT scan, which showed a collection suggesting a filtration and an abscess. What is the current patient status? After endoscopic management recovered well and is now at home, with mild chest pain. The surgeon is planning to remove the prothesis in 4 weeks. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient operated on august 18 is reoperated on august 28 by left collection and surgeon affirms that on friday an endoscopy was performed in which air could be seen coming out in the area. During the surgery on august 18, no problems were observed. The patient was reoperated on friday the 28th and a prosthesis was placed. She is currently in ICU, stable and with inflammatory parameters falling.